Event description:
It was reported that the patient had an acute allergic dermatitis around the scs incisions site. It started localized and then developed an autoeczematization elsewhere. The patient was dermatologically treated and is currently stable.